Event description:
It is reported that the device was implanted in 2009, and that the patient was revised approx four months later, due to a dislocation. On the date of implant, patient underwent right hip hemiarthroplasty for a femoral neck fracture. She sustained a dislocation fairly shortly after surgery and underwent closed reduction in oklahoma city, where she resides. While visiting another city, her right hip dislocated once again, and approx three months after implant, she sought treatment at reporting facility's ER. In the ER, she underwent attempted closed reduction, but it was unsuccessful. During the course of the reduction maneuver, the bipolar component disassociated. The next day, she was taken to the operating room for removal of suspect medical devices and conversion to a total hip replacement using new implants. Surgery was performed without apparent complications.

Manufacturer narrative:
Eval summary: dislocation may be caused due to one or a combination of the following factors: incorrect positioning of acetabular and femoral components, failure to restore leg length and/or proper tension of the tissues around the hip, loosening of the prosthesis, laxity of muscles, patient activity level and weight, prior to surgery or fracture through the hip joint, neuro-muscular disorders that damage the muscles around the hip. No product was returned for evaluation, no surgery report is provided and no x-rays are provided for evaluation. No definitive cause can be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.